Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-00278 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter on or about (B)(6) 2006. Per the patient profile form (ppf), the filter was placed as treatment for pulmonary embolism. The patient was reported to have tolerated the index procedure well with no noted complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The medical records indicate approximately 9 years after the implantation of the device the patient consulted with a medical professional about the possibility of having the filter removed. The recommendation in the medical record states, "the images presented by the CT scan suggest a quite chronic process with the filter completely outside of an atretic ivc and any hope of retrieval at this point is negligible." The patient is reported to have experienced perforation of the filter struts outside of the intra vena cava (ivc,) clotting, occlusion of the ivc, and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event.. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. (B)(4).

Event description:
As reported in the legal brief. The patient underwent placement of trapease vena cava filter on or about (B)(6) 2006. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, an required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the filter was placed as treatment for pulmonary embolism. The patient was reported to have tolerated the index procedure well with no noted complications. The medical records indicate approximately 9 years after the implantation of the device the patient consulted with a medical professional about the possibility of having the filter removed. The recommendation in the medical record states, "the images presented by the CT scan suggest a quite chronic process with the filter completely outside of an atretic ivc and any hope of retrieval at this point is negligible." The patient is reported to have experienced perforation of the filter struts outside of the intra vena cava (ivc,) clotting, occlusion of the ivc, and anxiety.